Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Increasing thresholds were reported on this rv lead on (B)(6) 2019. The lead was capped due to high thresholds on (B)(6) 2019.